Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1stec, implanted: (B)(6) 2018, explanted: (B)(6) 2024, and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 05-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller states their colleague, was in a case yesterday where this patients lead was fragmented upon removal. Agent reviewed fragment guidance from the MRI guidelines.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the steps that were/will be taken towards resolution of this event were "no further steps." They noted that this issue has been resolved and the physician completed the form for the abandoned lead and for the patient to be able to have an MRI. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1stec, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.